Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +8.5%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with fluid ingression observed on the bottom of the pump. Customer's complaint of failing delivery accuracy +8.5% was not verified. The event log shows wo 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths.did not show the error. When performing volumetric accuracy testing, as per legacy® operators manual, equipment needed 50 or 100 ml cadd¿ medication cassette reservoir with attached cadd® extension set with anti-siphon valve must be used when performing volumetric accuracy test. No service will be performed at this time as the pump performed within specifications. The problem source is unknown.

Event description:
Additional information received, no patient involvement occurred during testing. Investigation is also complete.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with fluid ingression observed on the bottom of the pump. Customer's complaint of failing delivery accuracy +8.5% was not verified. The event log shows wo 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths. Did not show the error. When performing volumetric accuracy testing, as per legacy® operators manual, equipment needed 50 or 100 ml cadd¿ medication cassette reservoir with attached cadd® extension set with anti-siphon valve must be used when performing volumetric accuracy test. No service will be performed at this time as the pump performed within specifications. The problem source is unknown.

Event description:
Additional information received, no patient involvement occurred during testing. Investigation is also complete.